Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009. According to the complainant, during the procedure the guide wire was removed from the package and the nurse noticed that the middle portion had rough surface damage. The physician decided not to use it. The procedure was completed with another jagwire. There was no patient involvement.